Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va32g8v serial# implanted: (B)(6) 2025 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #:(B)(6), ubd: 14-aug-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were feeling stimulation in their lower buttock area and the issue had not stopped since implant. The patient reported an unexpected stimulation. Patient stated they think the wire was touching a nerve that goes to their buttocks instead of where it's supposed to go. Agent walked patient through how to connect to their implant and decrease the stimulation. Patient was able to decrease the stim and confirmed feeling better. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient was redirected to their healthcare provider (hcp) to further address the issue.